Event description:
It was reported that when using the bd pyxis¿ es server, multiple stations were not communicating across the hospital. The communication issue affected all stations, resulting in a hospital wide connectivity disruption. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations were not communicating. A technical support specialist dialed into the server and ran the server downtime query, which showed a 2-hour time discrepancy, with the interface flagged as disconnected, deployed interface services utility and restarted external inbound processor, communication, and external messaging services; however, the interface remained disconnected, accessed the server and identified the e drive was out of space; after reboot, space issues persisted, so files were moved to free up disk capacity, restarted carefusion coordination engine (cce) services, which resumed running with no queued messages for server. Further investigation showed just-in-time (jit) backup was set to 2 days but not functioning, updated configuration settings in the config tool and used database tool to delete queued messages and old backups, freeing additional space and stabilizing the system. The system functioned as intended after the technical support specialist troubleshot the device.